Event description:
It was reported that the gastrointestinal videoscope displayed an interruption in the image. The issue was identified during an inspection prior to use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: e226 scope communication error occurs, which leads to no image displayed. Based on the results of the investigation there is cause traced to plug unit failure that led to the malfunctions. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.